Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported tha the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was reported that post implantation, patient experienced pain, urinary disturbances, dyspareunia, recurrent urinary incontinence and neuro muscular problems (B)(4) - dyspareunia; urinary disturbances.

Manufacturer narrative:
It was reported that the patient experienced stress urinary incontinence, menorrhagia and pelvic pain. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.